Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical record was provided and reviewed. Approximately one year post filter deployment, patient presented with severe pain - sharp, left flank pain, which radiates to left lower quadrant. CT revealed several of the legs of the ivc filter appeared to be outside of the ivc. Subsequently, next day, CT revealed ivc filter with several anchoring legs extending outside the wall of the ivc. Two of the legs touch the lateral wall of the aorta. Approximately, six years later, CT revealed the proximal portion of the inferior vena cava filter was tilted to the right and portions of the legs of the inferior vena cava filter extend beyond the confines of the inferior vena cava and abut the abdominal aorta. Therefore, the investigation is confirmed for filter tilt and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2011).

Event description:
It was reported through the litigation process that approximately seven years three months post vena cava filter deployment, a CT scan demonstrated the filter tilted and filter limbs perforated beyond the ivc and abutted the abdominal aorta. There were no reported attempts made to retrieve the filter. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated the vena cava and abut the abdominal aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.